Event description:
On february 22, 2016 it was reported that there was a "leakage between drip chamber and tubing. It was epirubicin (and the leak ) infused clothes of the patient (and patient) was contaminated. Therefore (facility) bought for patient a tracksuit. Redness of the patient went to wash and disinfect back. You get the sample of another transfer device with the same batch and the same problem. In addition, 20 unused transfer sets of this batch will be returned." The investigation: reported complaint "separation of tube from spike". We received one used sample and 20 unused samples for investigation. We have checked the complaint sample in a visual inspection and we could confirm the complaint reason. There was a leakage made by hole in tube at the gluing point between drip chamber and tube. Free flow and tightness tests on unused complaint samples did not show any irregularities. We performed a free flow and tightness tests on one retain sample of the complained batch without finding any non-conformity. Furthermore we checked all retain samples by visual control without finding any irregularities. The investigation of our production documents did not show any deviation related to the complaint reason. According to our production facility this error was caused due production failure, and is connected with gluing procedure, too much solvent was applied what resulted in the hole. Based on these results we consider this error is production fault.